Manufacturer narrative:
It was reported that the drill broke. The reported event is confirmed upon investigation of the returned picture. Visual evaluation identified that the drill bit had fractured towards the distal end of the device. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-18700-12 drill bit broke about one cm up from the tip.